Event description:
It was reported to manufacturer that the vns pt was experiencing a cough every day at 9 a.m. That lasts for about two minutes. The physician stated that the coughing started in 2007, shortly after having a new generator implanted, and recently disabled the device due to the adverse event. The coughing resolved with the device disabled. The previous settings were 2.5 ma, 30 hz, 500 usec, 30 sec, 3 min. The physician then turned the device back on the week later with lower settings (2.0 ma, 20 hz, 250 usec, 30 sec, 3 min) and monitored the pt's tolerability and seizure control. The pt's coughing did resolve with the lowered settings, however the pt began experiencing break-through seizures, below pre-vns baseline, as a result of the lowered settings. Both normal mode and system diagnostic tests were performed routinely by the physician, and revealed normal device function. X-rays were taken and reviewed by the physician and there were no anomalies observed. The physician opted to replace the generator, as there was concern that the pt did not experience this adverse event with the previously implanted generators. Additionally, the coughing event was affecting the pt's seizure control as the device setting had to be decreased for tolerability which subsequently lessened the seizure control. The pt subsequently had surgery where the generator was replaced. The explanted generator has been returned to manufacturer and is pending the completion of the analysis.